Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified concentration of saline, at an unspecified rate. It was reported that during priming of the tubing set prior to patient use, an unspecified volume of solution leaked from a hole in the tubing at an unspecified location of the tubing set. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
One used device was received and evaluated. Testing found that solution leaked from a cut in the sidewall of the tubing 9.5 inches distal to the middle clave y-site of the tubing set. The probable cause of the cut in the tubing was due to tubing entrapment in the conveyor belt during the manufacturing process. This report represents all the information known by the reporter upon query by hospira personnel.